Event description:
Info was reported to gore by the physician: the pt experienced bleeding 1 day post op so clip staple line was performed. Surgeon told the gore rep he went from green and gold to gold and blue loads on the ethicon powered stapler.

Manufacturer narrative:
It should be noted that the endoscopic gore seamguard bioabsorbable staple line reinforcement instructions-for-use addresses possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to: infection, inflammation, adhesions and hematoma." Additionally, it should be noted that the endoscopic gore seamguard bioabsorbable staple line reinforcement instructions-for-use warnings section states: "use of this product with stapler models other than those listed on the package labeling is not recommended." All info has been placed on file for use in tracking, trending and f/u.